Event description:
Subsequent to the initial MDR, a correction was updated on 1/15/2025. Dexcom was made aware on 12/23/2024, that on (B)(6)2024, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6)2024. The pediatric patient experienced a skin reaction with redness, and inflammation, at the needle puncture site, which occurred same day after the sensor had been inserted in the arm. A healthcare provider was visited, and the reaction was treated with a prescription of flucloxacillin 500mg 4 times a day for 10 days. At the time of the report the patient was slightly better, and the swelling went down. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Dexcom was made aware on 12/23/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2024. The pediatric patient experienced a skin reaction with redness, and inflammation, at the needle puncture site, which occurred 3 days after the sensor had been inserted in the arm. A healthcare provider was visited, and the reaction was treated with a prescription of flucloxacillin 500mg 4 times a day for 10 days. At the time of the report the patient was slightly better, and the swelling went down. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).